Manufacturer narrative:
Breathe right nasal strips are manufactured in (B)(4) and neither the product nor lot number for this product was available at this time. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of facial paralysis in a (B)(6), female, patient, who received breath right nasal strips strip for an unknown drug indication. A physician or other health care professional has not verified this report. On (B)(6) 2011, the patient started breathe right nasal strips (transdermal). At an unknown time the patient experienced headache which increased to an intolerable degree on (B)(6) 2011. The patient could not use the product any more. Approximately (B)(6) days after starting breathe right nasal strips, on (B)(6) 2011, the patient experienced some symptoms as facial paralysis. The eyes and mouth got twisted. The doctor diagnosed facial neuritis (bell paralysis). The patient was treated with diazepam and vitamin b drugs. At the time of reporting, the events were unresolved.